Manufacturer narrative:
One actual sample was received for evaluation with an opened pouch. Visual inspection identified a ¿package broken¿ (open pouch). The pouch was peeled open at the vendor seal, chevron end. The transfer on the inside of the pouch shows that the pouch had been sealed. The opened pouch contained a locking titanium adapter and an adapter sleeve both located in the adapter chamber of the pouch. The pouch was over labelled with a (B)(4) text label indicating that the product was repacked and relabelled in (B)(4). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the package of one (1) titanium adapter was "broken". This was noticed before patient use. There was no patient involvement. No additional information is available.